Event description:
It was reported that 1 defective cassette was experienced. Pump kept alarming. Changed cassette. No patient injury. No further details provided.

Manufacturer narrative:
Model should be null, g5, h6 event problem patient code.